Event description:
The customer reported that the ECG was not a straight line with the test load.

Manufacturer narrative:
A follow-up report will be submitted after the device has been received by philips for eval.